Manufacturer narrative:
Patient weight unavailable. A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during the select patient/acquire scans task of a sacroiliac and thoracolumbar lumbar fusion procedure, when they went to take their second spin, the ap shot looked good, but the lateral shot was very dark. The 3d spin was fine. No unused spins were taken and this caused no delay. There was no reported impact on patient outcome.